Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received.

Event description:
Received information indicating the insulin level in the customer's pump was depleting quickly. At the time of the call, the insulin gauge read 0. The contact alleged that the cartridge may have leaked, yet it was reported that was no dampness around the cartridge. The customer's blood glucose level was elevated.